Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event corroded nozzle caused by a component failure. Foreign material present within the auxiliary water channel also occurred, but a definitive root cause for this could not be identified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign matter present within the auxiliary water channel and a corroded air water nozzle. There was no patient involvement.